Event description:
Pt had initial surgery on 12/20/95 on her right foot/ankle and had a subtalar and tibiotalar fusion using a retrograde intramedullary nail technique. Five months post-op, the intramedullary nail broke. On 9/25/96 pt elected to undergo surgery for replacement of the broken nail with a larger nail and supplemental local bone graft. Pt tolerated the procedure well and there were no complications.